Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple altitude alarms. The customer would clear the alarm and then it would reoccur approximately 24 hrs. Later. The customer's blood glucose level was not impacted.